Manufacturer narrative:
There were multiple lot numbers reported to may have been involved. The information for each lot number is as follows: medical device lot #: 21105696. Medical device expiration date: 12-oct-2024 . Device manufacture date: 09-oct-2021. Medical device lot #: 21105477. Medical device expiration date: 08-oct-2024. Device manufacture date: 06-oct-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris¿ smartsite needle-free valve had blockage issues. The following information was provided by the initial reporter: "staff advise this connector was attached to a line for access purposes. When attempting to flush the port the operator was unable to flush or withdraw with this device."

Manufacturer narrative:
H.6. Investigation: one 2000e-04 sample was received for investigation, the sample was received alongside opened packaging from lots 21105696 and 21105477. No connecting products were received to assist the investigation in this instance. The complaint sample was connected to a bd plastipak 50ml syringe from stock and fluid was flushed through. No occlusions or flow restrictions were observed, and the piston of the smartsite opened upon connection to the syringe. A review of the production records for lot 21105696 and 21105477 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported bd alaris¿ smartsite needle-free valve had blockage issues. The following information was provided by the initial reporter: "staff advise this connector was attached to a line for access purposes. When attempting to flush the port the operator was unable to flush or withdraw with this device."